Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown. The customer stated the leak occurred on filling reservoir in the o-rings and the reservoir plunger area. The customer stated that there is no liquid in reservoir area at any point. The customer was advised that we replacing 6 reservoirs. The customer was unable to troubleshoot for air bubbles.